Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. The device history review for the product visistat 35w 6/box lot #73l1600055 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot #73k1700712 the staplers were functionally inspected (fired) and issue reported "did not close the staples correctly" was not observed in the current manufacturing process, the staples were loaded and released correctly. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due to the sample is not being available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler did not close the staples correctly. This incident happened two times in the same patient. There was no reported patient injury.